Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have a broken power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service found during preventative maintenance. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.